Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens was damaged. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The lens was thrown away at the facility.

Manufacturer narrative:
A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.